Manufacturer narrative:
Corrections e4, h6. The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: the root cause of the artery bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Cardiac arrest: the root cause of the cardiac arrest was unable to be determined due to insufficient clinical details. Hemodynamic instability: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. Corrected information has been provided in g4 PMA/ 510(k). Upon review, it was identified that the information was inadvertently not submitted in the initial report. H6 health effect - impact code were updated accordingly based on the completed investigation.

Manufacturer narrative:
Patient information unknown. The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of the impella 5.5 on (B)(6) 2025 the patient returned to operating room (or) for bleeding from primary impella pocket primary axillary pocket with jackson-pratt drain (jp) in place. Patient was hypertensive and was initially extubated in operating room. Upon arriving at intensive care unit patient with bleeding and decision made to return to operating room for exploration. Surgeon opened pocket discovered branch artery bleeding and 1 clip applied to arterial bleed and transfusion of multiple blood products. Hemostasis achieved. J/p drain in place. The patient developed gastrointestinal (gi) bleed, so heparin stopped at that moment. 2 units packed red blood cells with hgb 7.6. Impella repositioned last night with final position at 44cm. The patient also had pulseless electrical activity (pea) arrest this morning, 6min of advanced cardiovascular life support (acls), family decision to withdrawal care and the patient expired.